Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during spinal fusion surgery the surgeon was instrumenting an one-level lumbar fusion with expedium. During set screws placement, the surgeon was having difficulty engaging the set screws to the tulip on the polyaxial head. There was a surgical delay of five (5) minutes. There were no patient consequences. The procedure was successfully completed. Concomitant device reported. Unknown screwdriver (part# unknown, lot# unknown, qty 1). This complaint involves six (6) devices. This report is for (1)unknown screws this report is 5 of 6 for (B)(4).